Manufacturer narrative:
Concomitant product: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the patient via the manufacturer's representative initially reported that they saw an out of box message but then described a picture on the patient programmer as in the box message. The patient had not been recently reprogrammed or had any interrogations done to the implantable neurostimulator (ins). When the patient was asked if they had tried doing an antenna locate (al) feature and they responded no. The representative met with the patient and was able to clear the message using the clinician programmer. No patient symptoms were reported in the event. The indications for use for the implanted device were noted as non-malignant pain and chronic low back pain. If additional information is received, a follow up report will be sent.